Manufacturer narrative:
Date sent to the FDA: 11/09/2020. Additional information: d4, d10, g1, h4, h6. A manufacturing record evaluation was performed for the finished device lot number pmh148, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: an opened box with twenty-one unopened samples of product code 8660h, lot # pmh148 were received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/09/2020. Additional information was requested, and the following was obtained please clarify lot number involved. Lot reported phm148 -aligns to a different product code a305h (silk) -uploaded initial complaint form where they have reported incident of prolene 6/0 fs-3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was there any patient consequences? No. Procedure: don¿t know, but plastic surgery. Event day? Don¿t know. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a plastic surgery procedure on an unknown date, and a suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. Additional information was requested.